Event description:
It was reported that at time of routine device change-out, externalized conductors were noted via fluoroscopy. A dft test was successfully completed. Lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received notes that non-sustained rv oversensing and vt episodes due to noise were revealed via merlin.net transmission. Lead revision is scheduled. No further information available.